Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The fse replaced the dual motor drive board (dmd) to resolve the reported issue, the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dmd was analyzed and the reported complaint was not replicated or confirmed. Error 31055 could not be located in the system logs. Based on visual inspection, no damage was found related to the reported issue. The unit was installed in a golden test system where it functioned as expected. The surgeon side console (ssc) controls were tested and functioned normally. The system was set to run 10 power cycles. After testing, the error logs were investigated but no errors related to the reported event could be found. The complaint was not confirmed based on failure analysis. As a results of these findings, failure analysis concluded that no specific root cause could be attributed to the reported event.

Event description:
It was reported that during a training/demo, the system was having error 31055 and the emergency stop (estop) button was not responding. There was no patient involvement.